Manufacturer narrative:
(B)(4): conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a total abdominal hysterectomy on (B)(6)2010 and suture was used. During knotted suturing at the dermis, the needle broke at the swage. No fragment remained in the pt's body, and there were no adverse consequences to the pt.